Manufacturer narrative:
Date of event: exact date unknown, event occurred about a month ago. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7074678. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 24991861.

Event description:
It was reported that the patients left lead had migrated down. However, as the physician exposed the lead, the anchor was no longer attached and was noted to be broken. The patient underwent a lead replacement procedure with a new anchor.

Manufacturer narrative:
Sc-2218-50 ((B)(6)): the returned lead was analyzed, passed all tests performed. Sc-4318 ((B)(6)): the returned lead fixation was analyzed and visual inspection revealed lead fixation over mold is ripped and the block that has the set screw is loose. With all the available information, boston scientific concludes the reported event was confirmed. Visual inspection revealed the lead fixation over mold is ripped and the block that has the set screw is loose. It appeared that excessive mechanical force was exerted onto the lead fixation when the lead migrated, causing it to rip.

Event description:
It was reported that the patients left lead had migrated down. However, as the physician exposed the lead, the anchor was no longer attached and was noted to be broken. The patient underwent a lead replacement procedure with a new anchor.